Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was noted to be inaccurate. Reportedly, the customer had loaded a cartridge with 300 units and reported only 30 units remained in the cartridge. The customer's blood glucose level was 119 mg/dl.